Event description:
It was reported, the pt was unable to turn on her stimulation. The pt's ipg was unable to establish communication with external devices and replacement devices were unable to resolve the issue. The pt reported, she had not charged her ipg for about a yr. It was reported surgical intervention will most likely be undertaken to address the issue. No further info is available at this time.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.